Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/20/15 device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: pump case removed and further moisture is observed on printed circuit board. Moisture is observed behind display and in battery compartment, battery compartment is cracked on threads above the pad and below pad, battery compartment leak. Investigation completed with returned battery cap.